Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the pin on the cutting block broke. The surgeon would normally use the handle to take it off, but as the handle was under recall and not in the set, he used a 'towel clip' to remove the device. The pin came off and became stuck in the patient. The surgeon was able to use nibblers to remove the pin. There was a couple of minutes delay as the surgeon tried to remove the pin from the femur.

Manufacturer narrative:
An event regarding pin disassociation involving a 4:1 cutting block was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned in used condition. The peg has disassociated from the device. There are minor scratches and abrasions in various areas of the device. Additional dimensional inspection was not performed as it was within the scope of the CAPA. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the fixation peg disassociating from the #6 4:1 cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
The customer reported that the pin on the cutting block broke. The surgeon would normally use the handle to take it off, but as the handle was under recall and not in the set, he used a 'towel clip' to remove the device. The pin came off and became stuck in the patient. The surgeon was able to use nibblers to remove the pin. There was a couple of minutes delay as the surgeon tried to remove the pin from the femur.